Manufacturer narrative:
No customer returns were available. A historical lot search could not be performed since the lot number in use by the customer is unknown. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Manufacturing documentation was reviewed, and no issues were identified. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a (B)(6) architect anti-hcv result of (B)(6) was generated for a patient sample that tested (B)(6) using the cobas anti-hcv method. The vidas anti-hcv method was (B)(6). Hiv and hbsag testing was (B)(6). No patient history was available. No adverse impact to patient management was reported.